Manufacturer narrative:
(B)(4). We received one used (filled with approx. 20 ml) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected residues of fluid at the filling port (lli-cone) and at the lla-cone of the patient connector. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After filling the pump, opening the white clamp and waiting for a while the pump worked. (Solution was running). Leakages were not detected on the received sample. Furthermore we tested the flow rate of the used sample. Nominal: 2 ml in 1h. Actual: 2.8 ml in 1h, 5.5 ml in 2h, 8.0 ml in 3h. A slow flow (as described by the customer) could not be determined at the sample. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4).

Event description:
As reported by the user facility ((B)(4)): the diffuser has not emptied. Drug: 5fu.